Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when attempting to load a cartridge, the customer received a cartridge alarm 6. There was no impact to the customer's blood glucose level and the customer was able to load a new cartridge successfully.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.